Event description:
Patient representative has provided surgical report reporting a ruptured device replaced with allergan devices. Manufacturer of the device is unknown. Conservatively reporting. This relates to the right device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.